Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately eight years and five months post index procedure a CT revealed that the aneurx stent graft had migrated distally by 5 cm in length and had a proximal type I endoleak. The physician elected to implant a 32x32x70 endurant aortic cuff into the aneurx stent graft. The physician then elected to implant a second 36x36x70 endurant aortic cuff at the level of the lowest renal artery and into the first endurant aortic cuff. However, it was observed that the first endurant aortic cuff (32x32x70) had insufficient overlap with the aneurx stent graft. Per the physician, the cause of the insufficient overlap was due to the aneurx stent graft being pulled distally as the delivery system from the first endurant aortic cuff was being removed. The physician elected to implant a third endurant aortic cuff (32x32x49) from the level of the aneurx stent graft flow divider into the first endurant cuff. Sufficient overlap was achieved and the proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak and stent graft migration was due to the patient anatomy of proximal aortic neck dilation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.